Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen displayed the message: 'requires maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required maintenance. A field service engineer checked the unit and found medication behind the matrix store. The jam was cleared, and the latch assembly was cleaned. The customer inventoried the unit and was satisfied with the results. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility name: (B)(6).